Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the device would not inflate. There was no patient injury. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was no unanticipated tissue loss. There was no blood loss of 500cc or more. The surgical time was not extended by more than 30 minutes. The current condition of the patient is stable.